Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to supraventricular tachycardia (svt) episodes. Technical services (ts) was contacted to discuss programming. Ts indicated that the monitor only (mo) zone was used, and discussed how the device works if an episode accelerates from vt-1 to vt with initial detection in the mo zone. Ts suggested programming options that would help resolve the issue of inappropriate therapy. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.